Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a talus fracture repair, after insertion of the second screw the tip of the ar-8737-37 broke off inside the screw head. All broken pieces were removed and an ar-8737-61 (easy out) was used and the screw was stripped. The surgeon completed the case by using a burr and shaving the ar-8725-28h screw (lot 10061591) down flush with the bone.